Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The patient also experienced st segment elevation/ventricular tachycardia which required coronary angiography. The patient subsequently died. After completion of pulmonary vein isolation (pvi) and cavotricuspid ishmus (cti) ablation, when the sheath and electrode catheter were removed from the patient's body, slow ventricular tachycardia (vt) appeared. St segment elevation was observed in ii, iii, and avf after vt was stopped. Coronary angiography (cag) of the right coronary artery (rca) was immediately performed and no occlusion was found. The st elevation subsided, but the blood pressure gradually decreased, and drainage was performed. Atrial septal puncture was performed with rf needle. Ablation was performed prior to the cardiac tamponade identified. Steam pop was not observed. No abnormalities observed prior to or during use of the product. Patient improved and no error messages were observed on biosense webster equipment during the procedure. Additional information was later received indicating that after the drainage, blood transfusion was performed in the general ward. The patient's condition was stable thereafter, but on the evening of the procedure, blood pressure dropped again. Attempts were made to drain blood from the drainage tube, but thrombus had formed, making drainage difficult. No neurological symptoms were observed. The patient was attempted to be urgently transported to a nearby hospital for open chest surgery, but no hospital was available, and the patient's condition deteriorated further. Despite all attempts to save the patient's life, he eventually died. Physician's comment indicated that all of the carto 23 system data was reviewed and could not find any abnormal manipulation during the procedure. All of the ablation data was also reviewed, and there was no records that could be attributed to the cardiac tamponade. The event itself occurred about 40 minutes after the final ablation, and there were no abnormalities with the patient's vitals up to that point. From this point of view, the event seemed not occur during the use of the carto 3 system. Although there was no medical history to be noted, the blood test during the treatment for tamponade showed an abnormally high level of lactate dehydrogenase (ldh). The physician suspected that there was a cancer that had been missed, which might have caused an acute pericarditis. No definite cause of death was identified as the patient's family refused autopsy or other clinical tests for cause of death. There was no char/coagulum/thrombus/clot observed on the catheter. Thrombus had formed around the drainage tube.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. The patient also experienced st segment elevation/ventricular tachycardia which required coronary angiography. The patient subsequently died. After completion of pulmonary vein isolation (pvi) and cavotricuspid ishmus (cti) ablation, when the sheath and electrode catheter were removed from the patient's body, slow ventricular tachycardia (vt) appeared. St segment elevation was observed in ii, iii, and avf after vt was stopped. Coronary angiography (cag) of the right coronary artery (rca) was immediately performed and no occlusion was found. The st elevation subsided, but the blood pressure gradually decreased, and drainage was performed. Atrial septal puncture was performed with rf needle. Ablation was performed prior to the cardiac tamponade identified. Steam pop was not observed. No abnormalities observed prior to or during use of the product. Patient improved and no error messages were observed on biosense webster equipment during the procedure. No definite cause of death was identified as the patient's family refused autopsy or other clinical tests for cause of death. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. Based on the physician¿s opinion, patient condition could have contributed to the adverse event, however, specific diagnosis could not be confirmed without autopsy. No devices malfunction with bwi products during the procedure were noted, however, we cannot rule out that the ablation procedure may played a role as a contributor. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).